Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system displayed a black enter password screen. The device was rebooted for approximately 20 minutes; however, it continued to prompt for a password. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system displayed a black enter password screen. A field service engineer reported that the customer informed customer support center that the issue was resolved after rebooting the device. The fse remoted into the device via remote support service to verify, and confirmed that the device was in the application, online, and communicating properly. The system functioned as intended after the field service engineer repaired the device.